Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the tips all around are all dried up due to the weather conditions.